Event description:
It was reported a patient had a break in aseptic technique further described as the patient made a mistake during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for peritonitis. The patient was treated for peritonitis with reflin and tobramycin (doses, frequencies and routes not reported). It was not reported if the patient was retrained on aseptic technique. Outcome of peritonitis was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.